Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap oophorectomy procedure, the instrument was consistently sticking onto tissue and was difficult to remove after sealing. The instrument started to stick after the 4th-5th seal and stuck onto tissue consistently after that. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection noted eschar on jaw seal plates. The reported conditions were not confirmed. The jaws opened and closed properly when the handle was retracted and released. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking occurred during testing of the device. The investigation found the device to function normally and within specifications. The instructions for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Additional info: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lap oophorectomy, the instrument was consistently sticking onto tissue and was difficult to remove after sealing. The instrument started to stick after the 4th-5th seal and stuck onto tissue consistently after that. The instrument was pulled off the tissue and there was no blood loss. There was no tissue excised to remove the device. There was no patient injury.